Event description:
Counterfeit covid test. I looked up the expiration date of the otc covid test I had at home only to learn it's counterfeit. Purchased at a safeway pharmacy in 2024. Insurance paid for it. Fraud. Ins paid for 8 fraudulent tests. Pt code: 4582. Device code: 2911. Ref reports: mw5179108, mw5179109, mw5179110, mw5179111, mw5179113, mw5179114, mw5179115.

Event description:
Additional information received on 11/21/2025 for report mw5179112 to update procode to qyt.